Event description:
It was reported that during regular check, electrocardiogram (egm) was taken and pacing failure was suspected. An interrogation of device was done and egm showed marked noise. The patient¿s heart rate was about 30 to 40bpm. Lead impedance was measured and it showed fluctuation between normal and high. Pacing threshold also showed fluctuations every measurement, and pacing failure was detected even with maximum output rate. After the doctor changed the polarity to unipolar and measured the lead, the situation remained the same. It was suspected to have ventricular lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID: 5068-52, lead, implanted: (B)(6) 2003. (B)(4).